Event description:
The complainant has reported that the contour vl ureteral stent was noticed to be broken at time of preparation as the device was being removed from the package. The stent was not utilized in the pt. The procedure was successfully completed with the use of another contour vl stent.